Manufacturer narrative:
A full audit of all batch documentation relating to the production of the device was performed. The audit concluded that all procedures in manufacturing and packaging of the device had been conducted correctly. Batch reconciliation was 100.0%. The lens was discarded at the facility therefore was not able to be evaluated, however the retention sample from the identified batch was evaluated and no creases, marks or spots were noted on the device after injection. Lenstec confirms that the lens, its design, and the manufacturing process are not at fault due to the extensive testing performed on the model. All lenses are 100% inspected at final clean and found no defects.

Event description:
Lenstec received an email stating "the patient implanted the lens on (B)(6) 2021 and found annular spots in the center of the lens under the microscope. The doctor expanded the incision, took out the lens and replaced another lens implant. The foreign body sensation in the eye was aggravated after operation. The problem lens has been cut and discarded by the hospital".